Event description:
The complainant alleged that while attempting to defibrillate a patient, age and gender unknown, the device properly discharged on the first attempt but would not discharge on the second attempt. The complainant was able to obtain another device and there was no adverse effect to the pt as a result of the reported malfunction.